Event description:
A pt was undergoing myomectomy and cell saver for possible blood transfusion after procedure. At the time the blood was ready for transfusion back to the pt, the nurse or surgical staff was informed by the blood center technician that the equipment was not functioning properly. Blood could not be transfused back to pt. The pt later received a prbcs [packed red blood cells] transfusion which was available from the hospital blood bank. The pt did well post-op and was discharged home in stable condition 3 days later.